Manufacturer narrative:
The technician found the side rail center arm assembly was broken off. The technician found the account was raising the head of the bed when the side rail got caught on the bedside cabinet and broke off the side rail. The side rail was just hanging. The side rail center arm was replaced by the technician to resolve the issue.

Event description:
The account alleged the side rail will not stay in the raised position. No patient impact.